Event description:
It was reported to philips that the customer's device showed there was an ECG lead wire error. There was no patient involvement.

Manufacturer narrative:
The customer requested, that a philips remote service engineer (rse), be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed. And the cause was traced to a faulty printer. Based on the conclusion of the evaluation. It was determined, that this was a malfunction of the printer. It is noted, that the customer resolved the malfunction themselves, with no parts ordered from philips. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips, that the device ECG lead wire displayed an error. There was no patient involvement.